Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 411 mg/dl. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of the high blood glucose event. Insulin pump will not be returned for analysis.